Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a-line monitoring extension set (high-pressure tube with one-way stopcock) had a crack/leaking. The aline tube was being replaced and upon attachment of new tubing, the extension was found to be leaking. Unable to properly flush or get accurate readings of patient's blood pressure due to leak in high-pressure extension tubing. The device needed to be replaced.

Event description:
It was reported by customer that a-line monitoring extension set (high-pressure tube with one-way stopcock) had a crack/leaking. The aline tube was being replaced and upon attachment of new tubing, the extension was found to be leaking. Unable to properly flush or get accurate readings of patient's blood pressure due to leak in high-pressure extension tubing. The device needed to be replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension tube is confirmed and was determined to be manufacturing related. The product returned for evaluation was an arterial extension tube. No obvious use reside was observed but two kinks were observed in the extension tube. An attempt to flush the extension tube revealed it was completely occluded. Microscopic inspection of the luer connector revealed the interior diameter was occluded with what appeared to be a clear material. The occlusion within the luer connector likely occurred during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.